Manufacturer narrative:
Lead model 3776-45 serial# (B)(4), implanted: (B)(6) 2012, explanted: na. Programmer model 37744 serial# (B)(4). Extension model 3708140 serial# (B)(4), implanted: (B)(6) 2012, explanted: na. Titan anchor 3550-39 lot# n316694 implanted: (B)(6) 2012, explanted: na. Titan anchor model 3550-29 lot# n301230 implanted: (B)(6) 2012, explanted: na. (B)(4).

Event description:
It was reported that the patient experienced a headache when she moved her head in certain positions. There was no accident or incident. The headaches resolved when the device was off. An impedence check was run and it came back with one electrode as short circuited. The company representative reprogrammed around that electrode. The patient was given programs for sitting and lying as well. The patient liked the new programs and was to follow up if any additional issues occur.